Manufacturer narrative:
The alinity I processing module, serial number (B)(6) was inspected, and service observed multiple occurrences of the module generating level sense and sample drive errors around the issue date. Service lubricated the pipettor z shaft with flange and deemed the part the likely cause for the module generating the false negative result. The issue was considered resolved with the lubrication of the pipettor z shaft with flange. The module function was verified with a control run. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module and the pipettor z shaft with flange did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the pipettor z shaft with flange was identified.

Event description:
The customer observed a false negative alinity I total b-hcg result generated on an alinity I processing module for a 31-year-old female patient. Sid (B)(6) initial result = <2.30 miu/ml, repeat results = 475.29 miu/ml and 484.26 miu/ml. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Continued information in section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not provided.

Event description:
The customer observed a false negative alinity; I total b-hcg result generated on an alinity I processing module for a 31-year-old female patient. Sid (B)(6) initial result = <2.30 miu/ml, repeat results = 475.29 miu/ml and 484.26 miu/ml. There was no impact to patient management.